Event description:
The pt experienced a loss of therapeutic effect. The implantable neurostimulator (ins) had not worked for the last two years. The ins worked originally but stopped working after two revisions. The reason the revisions were needed was not provided. The pt expressed a desire to have the ins explanted. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).